Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by a customer that the connection stop is not connected which prevents the blood/ fluid from just flowing out of the line. Verbatim: "the issue is: this is at least the 5th one of these that the connection stop is not connected. This prevents the blood/ fluid from just flowing out of the line."